Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. As the customer had removed the supplies in use during the occlusion alarms, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.